Event description:
It was reported that the device was explanted after implant duration of zero days, due to endocarditis. No other details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested; however, none has been provided. A device history record review is currently in process. Device not returned.